Event description:
Patient was scheduled to start duopa. She underwent successful endoscopic placement of an abbvie peg-j on (B)(6) without complication. She presented to the ed on (B)(6) with fevers and abdominal pain and was found to be in septic shock. Imaging revealed a hepatic abscess which was drained. Culture was multimicrobial. Blood cultures revealed bacteremia with streptococcus anginosus. Patient went into afib with rvr, which was treated and she returned to nsr. J tube was found to be blocked. Keofeed was placed which resulted in significant epistaxis requiring intubation for airway protection. Additionally, as a result of the above, patient was not given her required parkinson's medications for 6 days. Patient continues to be inpatient. Plan is to remove gj tube once she is medically stable and once tract matures.